Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed that one scissor blade (left grip) is missing. The blade fractured at the cross section of the cable crimp. The fracture plane is straight. The broken blade presents damage related to material removal from the sharp edge near the base. The intact blade does not exhibit damage at the tip. The instrument passed electrical continuity testing. No other damage was found.

Event description:
It was reported while the surgeon performed a nerve sparing technique during a da vinci s radical retropubic prostatectomy procedure, the tip of the monopolar curved scissors instrument broke off and fell into the pt. The instrument fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.